Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? What color cartridges were being used? For the device with lot number k4cf9k, you stated it was not possible to open the device. Was the device locked on tissue? If the device was locked on tissue, how was the device removed? Was there any damage to the tissue? If yes, how was this resolved? How was the case completed?

Event description:
It was reported that during a total prostate cystectomy procedure, the surgeon used the first device and after closing the jaws, it was impossible to staple. After several attempts, it was possible to open the jaws. During the last attempt, it was not possible to staple or to open the device. The surgeon used a second device and the device did not staple. After opening, it was impossible to close the jaws again. After three attempts of closing, it was impossible to open (but there was no tissue between the jaws). Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned with the clamping mechanism damaged and without reload present. No functional test could be performed due to the condition of the device. However, the device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.